Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this patient¿s electrode was not fully inserted into the header of this subcutaneous implantable cardioverter defibrillator (s-ICD). As a result, oversensing of noise was observed in the secondary vector during an episode. At this time, the s-ICD system has been reprogrammed off and a revision procedure will be performed in the coming weeks. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the s-ICD and electrode were disconnected and reinserted back together. Afterwards no noise was observed. A test shock was delivered successfully. The s-ICD system remains in service. No additional adverse patient effects were reported.